Event description:
It was reported that after (16) sixteen days of continuous use, the single head pump (10-10-00) stopped. The pump was hand cranked for over an hour. The pump could not be restarted and the pump was changed out. Pt stats and blood pressure remained stable and there was no pt injury.